Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the door cover had sustained damage and the bottom door cover was no longer attached to the system. No patient was present at the time of event. Found door was unable to move on its own but could be opened manually. Opened door and found piston on cable set was off alignment. Customer's lower door cap is completely broken off of the stand offs and missing.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found that found door was unable to move on its own but could be opened manually. Opened door and found piston on cable set was off alignment. Realigned the piston and door was able to open/close on its own. Replaced upper door cap with new and used a loaner lower door cap that was in good shape but not new until new part arrives. Cases are scheduled for the next morning. Customers lower door cap is completely broken off of the stand offs and missing. The component was returned to the manufacturer for analysis. Analysis found that confirm reported complaint, "damaged covers." Visual inspection shows a crack in the door cap cover, indicating physical damage. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000144, serial/lot #: (B)(6); rev. 2; product ID: bi71000135; product ID: bi71000144. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.